Event description:
It was reported that the asymptomatic patient presented in-clinic for follow-up. The device was found in hardware reset without defibrillation capabilities. The patient had just completed radiation therapy.